Event description:
It was reported that the communicator had no lights, was overheating and started to smell like plastic. Both the communicator and the communicator cellular adapter had no lights. A boston scientific company representative opted to send both the communicator and the cellular adapter. The communicator is no longer in service. No adverse patient effects were reported.